Event description:
A malfunction alarm was reported, displaying malfunction code 0 and fault ID 0x20e2. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support if the malfunction happens again.